Event description:
As reported from fcs, approximately 7 years post tavr, the patient presents with a failing 23mm sapien 3 placed in the aortic position due to stenosis. The patient is waiting for a CT workup to verify the feasibility of treatment of a thv in thv. Upon follow up from the vcc, they advised that along with severe stenosis of the patient's bioprosthetic valve, they have moderate to severe stenosis of their mitral valve with a gradient of 7mmhg. There is heavy mitral calcification in the posterior leaflet which is severely restricted. Cath has no significant stenosis. There is evidence of pulmonary hypertension with pulmonary pressures in the 70s as well. Ideally the patient would best be served with a root replacement and replacement of the mitral valve using the commando procedure. There is discussion whether they should be referred to the apollo trial in chicago as well. The patient is a frail 79 year old female who may not tolerate open heart well. We also have had discussions of a valve in valve procedure in our hospital but putting the patient on bypass prior to procedure. Upon follow up, the fcs advised they "treated this patient today with a 20mm s3ur with optimal results. The patient did very well and there was no issues/complications. The patient was discharged to recovery."

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: impact code, and b5 updated/corrected.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, the cause of the stenosis is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is planned for the patient. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements.

Event description:
As reported from fcs, approximately 7 years post tavr, the patient presents with a failing 23mm sapien 3 placed in the aortic position due to stenosis. The patient is waiting for a CT workup to verify the feasibility of treatment of a thv in thv. Upon follow up from the vcc, they advised that along with severe stenosis of the patient's bioprosthetic valve, they have moderate to severe stenosis of their mitral valve with a gradient of 7mmhg. There is heavy mitral calcification in the posterior leaflet which is severely restricted. Cath has no significant stenosis. There is evidence of pulmonary hypertension with pulmonary pressures in the 70s as well. Ideally the patient would best be served with a root replacement and replacement of the mitral valve using the commando procedure. There is discussion whether they should be referred to the apollo trial in (B)(6) as well. The patient is a frail 79-year-old female who may not tolerate open heart well. We also have had discussions of a valve in valve procedure in our hospital but putting the patient on bypass prior to procedure.